Event description:
It has been reported to philips that the customer was unable to start the application on the x-ray system. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in the vascular diagnostic procedure when the issue occurred, and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray system was not able to start the application. The fse replaced the flexvision pc. After replacement of flexvision pc, the system was returned to use in good working order.